Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B)(4). Balloon was functional. Cuff had a wear leak. Pump performed within specifications. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than as usual.

Event description:
A (B)(6) old female with obstetric trauma was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2008, the entire device was removed and replaced due to fluid loss. No further information provided.